Event description:
On (B)(6)2025, the user's mother called for assistance with a factory reset. The user had a seizure due to a low bg event, dropping to 46 mg/dl. The exact date was not reported but is estimated to have occurred on (B)(6)2025. The user's mother, who is a nurse, assisted by administering emergency glucagon and liquid sugar, successfully bringing the user's bg back up. Ems was not called, and the user was not taken to the hospital. The user's mother had removed the ilet but left it powered on and connected to the dexcom g7 continuous glucose monitor (cgm). With the assistance of the customer care agent, a factory reset was performed, and a cgm target change was made per hcp recommendation. The user successfully reconnected to the ilet. The user's mother initially believed the seizure occurred on the first day of use, but bionic reports showed the user had been on the device for weeks. The cause of the low bg remains unknown, and further follow-up was planned. On (B)(6)2025, the user's mother confirmed that bg dropped to 46 mg/dl but was unsure of the cause. The user took liquid sugar to recover. Since the factory reset, low bg events have decreased. The user's mother will reach out for further assistance if needed.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.